Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 80 mg/dl compared to an unspecified reading from a glucometer. As a result, the customer experienced a loss of consciousness, feeling ¨mind going blank¨, sweating, nervousness, and high blood pressure and was treated with food and drink by their daughter. Paramedics were called and upon their arrival, the customer was administered three glutose 15 oral gel tubes as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.